Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via social media post that they had a high blood glucose of 450 mg/dl. The customer¿s site was bad. They corrected the high blood glucose and their blood glucose went back to normal. The device will not be returned for analysis.